Event description:
The customer reported that insulin is not pushing through. The blood glucose reading was 459 mg/dl. Prior to the event, the patient changed the reservoir. The insulin pump alarmed no delivery. The alarm and possible causes were explained to the patient. The customer was not able to troubleshoot at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.